Event description:
Reportable based on device analysis completed on 26 mar 2024. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the proximal segment of the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging widow was detached in the lapjoint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging widow was detached in the lapjoint section and was not returned for analysis. Impedance testing revealed no electrical issues with the device. Full image characterization testing cannot be performed due to the returned condition of the catheter. Based on the evidence, the as reported code of image lost cannot be confirmed.